Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced pain in the left chest two day post implant of the right ventricular (rv) lead. The computed tomography (CT) scan showed that the rv lead perforated the right atrium and followed the pericardial space to the exterior aspect of the ventricule. It was noted there was threshold and caused pain with pain. The lead was repositioned. No further patient complications have been reported as a result of this event.